Event description:
The patient reported that his "wound opened up, and he was hospitalized on (B)(6) 2014." The patient stated the surgeon packed the wound. On (B)(6) 2014, the following information was reported to kci by the nurse: the patient went to the emergency room allegedly due to bleeding. The patient received cauterization and was discharged within 24 hours. Date not provided. On (B)(6) 2014, kci received the patient's medical records which reported the following information: on (B)(6) 2014, it was noted that the patient presented to the emergency room on (B)(6) 2014 for mild wound bleeding that was chemically cauterized.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. The patient was taking an anticoagulant. There is no indication from the patient's medical record to suggest the patient experienced a wound dehiscence. The patient's physician reportedly claimed that v.a.c. Therapy may have been a contributing factor but did not offer any other specifics to establish a correlation.